Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that during use, the device stopped ventilating. The patient was removed and placed onto another ventilator with no patient harm reported. After the patient was removed, it was reported that the device screen went black and was alarming.